Manufacturer narrative:
Other devices listed in this report:cat # 5520-b-500 lot # s4d4c description: triathlon prim cem fxd bplt #5;cat # 5530-g-509 lot # mkhxt8 description: triathlon cr x3 tibial insert; cat # 5550-g-339 lot # p6nd description: triathlon symmetric x3 patella. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the patient complained of pain. Converted the primary to a triathlon.

Manufacturer narrative:
The event was not confirmed as no items were returned and insufficient medical records were received for review with a clinical consultant. DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. Chr indicates that there have been no other similar events for the lot referenced. No root cause for the reported pain was identified as insufficient medical information was provided.

Event description:
It was reported that the patient complained of pain. Converted the primary to a triathlon.